Event description:
During a surgical procedure, the flare detached from the cutting forceps and fell into the patient. The flare was recovered from the patient with no patient harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The flare detached from the device during a procedure. It was recovered and returned with the device. The flare is of (B) (4) (grooved). There is a slight appearance of residual adhesive on the flare. We observed that the kynar insulation at the outer edges of each electrode was cut due to being retracted into the shaft without the flare. It appears that the flare had to be cut to be removed. The jaws are bent. The complaint is confirmed, there is bond failure between the flare and the shaft.